Manufacturer narrative:
Additional information: negative prep was performed on the device prior to use with no issues noted. Evaluation summary: the distal tip was stubbed. The balloon folds were still intact. The device passed negative prep on initial attempts. On removal from a water-bath the device failed negative prep. On attempted inflation a leak site was located on the transition shaft 2.5cm distal to the hypotube bond. The transition shaft appeared to be slightly pinched at the leak site. The leak site was visualized using a scanning electron microscope. A scanning electron microscope revealed surface damage around the leak site consistent with an external force. The edges of the leak site appeared jagged under sem analysis. The wall thickness of the transition tubing was measured against a sample device using a tollmakers microscope. There was no significant difference in the results between the wall thickness of the complaint device and the sample device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a euphora balloon for pre-dilation. The device was inspected before use with no issues noted. The target lesion in the lad had 80% stenosis, no calcification and no tortuosity. No resistance was noted advancing the euphora device to the lesion. It was reported that the balloon failed to inflate on first attempt in the coronary artery and the saline was leaking "outside". 10 atm inflation pressure had been applied when the issue was noted. A gradual drop in pressure was noted on the inflation device. The device had not been moved or repositioned prior to the burst. Another euphora balloon was used and the physician completed the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.